Event description:
Procedure: attempted laparoscopic left radical nephrectomy. The mass was identified. The surgeon dissected around the renal artery and renal vein, and then used the ethicon laparoscopic stapler with a vascular load to ligate and divide the renal artery. Upon releasing the stapler the linear stapler appeared to cut but did not staple. The surgeon held pressure on the renal artery stump with the stapler while converting through a generous subcostal incision. A handheld richardson retractor was used to hold the lateral part of the incision open while the renal medial to the kidney was packed and blood products were obtained. The stapler appeared to have engaged about 2-4 unformed staples on the medial aspect of the renal artery stump that were not removed when placing 3-0 prolene onto the renal artery stump. Two schnidts were used to control the proximal severed renal artery stump as well as the portion going to the kidney. Estimated blood loss approximately 5 liters requiring transfusion of 9 units packed red blood cells intra-operatively, in addition to 15 units packed red blood cells, 12 units ffp, 4 units platelets and 3 units of cryoprecipitate. The patient was transferred to the tertiary hospital for further intervention; on arrival she was dependent on high doses of inotropes and vasopressors, was in frank renal failure and was severely acidotic. The patient's clinical picture and laboratories worsened with persistent hypotension and disseminated intravascular coagulation (dic). Despite continued aggressive intervention, the patient's condition could not be stabilized and the patient died approximately 16 hours after transfer. Autopsy results are pending.health professional's impression: stapler cut but did not staple.